Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's system pcb assembly. At this time the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control removed the device's system pcb assembly for additional evaluation. The device was scrapped by physio-control and the customer obtained a replacement device. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a failed single board computer (sbc).

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not completing the boot up process. As a result, defibrillation therapy may be unavailable, if it is needed. There was no report of patient use associated with the reported event.